Event description:
The customer reported that lower than expected total thyroxine (tt4) results were generated on an access 2 immunoassay system for an unknown quantity of patient samples over an unspecified number of days in association with a specific access thyroxine assay calibrator lot. The customer has not supplied the number of patients, dates of testing, or actual patient results to date. The tt4 results were questioned physicians. A correlation study performed between the customer site and an alternate site confirmed that the customer site was generating significantly lower tt4 results than the alternate site's laboratory. The customer did not receive any report of death, patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument tt4 quality control results had been performing three to five standard deviations below the customer's established ranges since (B)(4) 2011. The customer was unaware of this, as the qc rules had not been set to alert for out of tt4 specification qc results. Beckman coulter inc. Assessment of customer supplied data revealed that the tt4 calibrator in use at the time of the event had been the subject of a customer notification letter addressing decreased tt4 calibrator stability. The customer was provided a new tt4 calibrator lot and performed the necessary calibration activities. A subsequent tt4 quality control assessment yielded results within the customer's established ranges after generating a new tt4 calibration curve. The customer indicated their intent to reassess previously reported tt4 patient results. The results of this assessment were not provided to beckman coulter inc. The root cause of the tt4 calibrator decreased stability is currently unknown and under investigation.